Event description:
A doctor was activating the safety shield when it came off and resulted in a needle stick. The hcw went to have a vaccine twinrix and had blood test.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.